Event description:
On a particular day in 2005, in the morning, the pt's blood glucose was tested and the result was 62 mg/dl. She did not have any symptoms at the time of testing. The reporter gave the pt 15 gm of juice as she normally does when she is low. She waited 15 minutes and then attempted to retest. The meter read error 4. She attempted to retest again, and she obtained the error 4. The pt ate breakfast and was feeling better. The reporter contacted the physician for advice and the physician stated that if the pt was not exhibiting any symptoms that she did not need any further treatment, but to obtain a new meter. The error 4 was not resolved with troubleshooting.